Manufacturer narrative:
The device was returned to resmed for an engineering investigation. A preliminary examination of the returned device identified the cause of the reported incident as a faulty power supply unit. The result of this failure was a brief external flame that self-arrested and did not require external intervention. (B)(4).

Event description:
It was reported to resmed that an s8 elite caught fire. There was no patient injury reported as a result of this incident.